Manufacturer narrative:
Explanted tissue was submitted to cormatrix for evaluation and received on (B)(6) 2016. Histology testing is currently in process. A supplemental report will be submitted when results become available. The manufacturing records for lot # m15g1179 have been reviewed. There were no deviations or non-conformances that could have caused or contributed to the reported event. There have been no other events reported for this lot.

Event description:
On (B)(6) 2016, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for vascular repair. Details of the event are provided below: it was reported that the cormatrix ecm for vascular repair was used on an (B)(6) female patient during a right carotid endarterectomy for symptomatic carotid stenosis on (B)(6) 2015. The implant surgery was uneventful, with good recovery, and no intraoperative events. The patch was used per instructions for use; specifically, no hemostatic agents were used. Approximately 5 months later, a cta scan revealed an aneurysmal patch, with no leak. Secondary surgery was performed on (B)(6) 2016 due to an expansile swelling on the neck. During the surgery, the aneurysm ruptured right after opening. Quick shunting was performed and the patch was explanted and replaced with a pericardial patch. It was reported that the patient woke up neurologically intact, had hoarseness of voice, and was released to rehab.

Manufacturer narrative:
Histology evaluation was completed on 6/30/16 and was determined to reveal that the two slides submitted show 3 fragments of thrombus in various stages of maturation. There is very early organization (tissue ingrowth) along some of the margins. There is no evidence of exogenous collagenous matrix, implant, or vessel wall in the slides submitted. Based on the degrees of fibrin maturation and early cellular/connective tissue ingrowth the thrombus is likely approximately 10-15 days old. Fibrin lamination suggests gradual and progressive formation. The vascular ecm patch is not visible or present in the sections examined. This may be due to aneurysmal expansion and complete effacement of the implant and associated vessel wall.